Event description:
Per the clinic, the patient experienced a skin overgrowth with hypertrophic scar on the abutment. The patient underwent a skin revision surgery and was treated with steroid injection on (B)(6) 2021. During the procedure, the abutment was replaced and the wound was closed. Subsequently, the patient experienced wound dehiscene and underwent another skin revision surgery on october 13, 2021, to debride the wound. The patient was treated with a prophylactic topical antibiotic after the procedure (specific date and duration not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported), in order to change to a longer abutment. Additional information has been requested but it has not been made available as of the date of this report.